Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the taxus liberte stent delivery system (sds) was received with contrast in the wire lumen. On the proximal second row of the stent, one strut was slightly flared and overlapping. The third row had a slight overlap of a strut. There was a shaft kink 20cm from tip. The balloon was tightly folded and the stent was centered between the markerbands. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The lesion was located in a severely calcified left anterior descending artery. The 3.0 x 32mm taxus liberte stent delivery system was unable to cross the lesion. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is stable. However the returned device analysis revealed stent damage.